Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Samples were discarded by the customer. As such, a root cause could not be determined.¿ ¿we will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they are from a veterinary practice that has used monoject 3 ml x 22 g x 1" needle/syringe combos for years. Recently, they have had issues with the syringes being cracked. The syringes are in the plastic hard pack and seem undamaged. Once the syringe is taken out of the hard pack and the syringe filled, it becomes quite clear that there is a crack in the wall of the syringe and the product that they have tried to fill the syringe with leaks out. They have wasted quite a few doses of vaccines and most recently a costly biological was wasted. Unfortunately, since the events started out randomly there was not a notation of the batch or lot # the syringe came from.